Event description:
The rn hung lipids on an IV pump with 3 channels setting the rate at 20.8 with 250 ml volume. Within 2 hours the entire bag of 250 ml lipids was empty. The IV tubing was correctly placed in the pump, the resource rn checked the settings to verify that the correct rate was entered. The mainface of the pump also read 212.5 mls as the volume to be infused. There was no harm to the pt. Biomed examined the event log and confirmed that the rn had programmed the pump correctly.======================manufacturer response for alaris IV pump, (brand not provided) (per site reporter).======================alaris involved with scripps in reviewing. This may be a tubing issue and not related to the IV pump.